Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1011675 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/ lot 1011675, test base part number 190-430/ lot 1011675. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1011675 showed that the complaint rate (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient or cross contamination. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration. H6: type of investigation findings investigation conclusions

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference manufacturer reports: 1221359-2021-00067, 1221359-2021-00068, 1221359-2021-00069, 1221359-2021-00086, 1221359-2021-00087, 1221359-2021-00088, 1221359-2021-00089, 1221359-2021-00139, 1221359-2021-00140, 1221359-2021-00141.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients. This MFR. Report addresses lot 8 of 11. There were 12 patient false positives associated with this lot with a testing date range of (B)(6) 2020 to (B)(6) 2020. The customer reported a false positive result with the ID now covid-19 assay on a direct tested nasopharyngeal kitted swab. It involved 15 ID now instruments. Customer stated they suspected something was not working properly as they had a large amount of positive results and so they started running two samples on different ID now's for each patient sample. The nasopharyngeal swab was used to swab both nostrils per the product insert instructions. Repeat testing was performed. New sample collected on a new sample receiver. Result of the repeat tests were positive. Confirmation testing was performed using pcr and generated negative results (CT values not provided). The customer reported the patients experienced psychological damage due to misdiagnosis or fear of infecting others, isolation, or stigmatization. Per the customer, inaccurate results cause unnecessary treatment cancellation or postponement. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.